Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The patient was pacemaker dependent. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.